Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that testing carried out in june showed status hi for channels 1-11 and status sc for channel 8 and 11. The pt got deaf due to meningitis. Recently she developed a streptococcus infection, which was treated with antibiotics. Thereafter, the mother recognized that the pt no longer reacts on speech on this ear. Ossification is suspected. High impedances were tried to be reduced by cortisone therapy last year in winter, but the situation did not improve. An impact to the implant is not known.